Event description:
During subject ICD follow-up, error messages were displayed while the user was attempting to review data stored in device memory. The graphical user interface was frozen. After rebooting the programmer, normal follow-up could be performed.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.